Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? ¿this event occurred on primary couples of firing. But it was unknown which times the event occurred on. What vessel or structure was the device fired on at the time of the event? -the information was not provided from the hospital, but it was used in laparoscopic hepatectomy. Was there any torquing or twisting of the device present at the time of firing? ¿no. Was any unexpected resistance felt while firing the trigger? ¿no. Were any unexpected noises heard? ¿no. Did somebody other than the primary surgeon fire the instrument? ¿no.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, scissoring occurred. The clip was fed into the jaws sideways. Another device was used to complete the case. There were no adverse consequences to the patient.